Event description:
It was reported that an ilet user experienced a brief loss of dexcom g7 cgm readings on the ilet pump, after which readings resumed, and the user also reported a nocturnal hypoglycemic event with a nadir of 62 mg/dl; troubleshooting and education were completed, including confirmation of restored cgm connectivity and recommendation to discuss secondary target settings with a healthcare provider. Symptoms included lightheadedness and dizziness consistent with hypoglycemia. Outcomes included the need for oral carbohydrate intake; there was no need for assistance and no professional medical intervention or hospitalization. Investigation included review of device alerts and user-reported history during the call. Investigation of this case revealed that the cgm connection loss was transient and that the reported hypoglycemia had an unclear cause, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.